Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the findings reported, reduced angulation was observed, the adhesive on the bending section rubber was worn out, the universal cord was observed to be damaged and there was an issue observed with the switch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An inspection of the returned device revealed, the nozzle of the videoscope was clogged with foreign material. When the device was returned for evaluation, no allegation had been reported. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being submitted for correction to the event description. Customer allegation updated to "impossible to wash the lens". Following fields are updated: event and device available for evaluation. Follow up in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported it was impossible to wash the lens.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.